Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin@home transmission. Upon review of the transmission, it was observed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive any inappropriate therapy due to the oversensing. No device intervention was performed but programming changes were discussed. The patient will continue to be monitored.